Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient¿s wife that the patient¿s implantable cardioverter defibrillator (ICD) and leads became infected with endocarditis and the system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.